Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03840, 3006705815-2021-03841. It was reported that following a traumatic event, lead fracturing was observed, and effective therapy was lost. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue. It is not known which two leads were involved, so all three applicable leads are being reported.